Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an inguinal hernia procedure, with a patient in the operating room and under anesthesia, the nurse wanted to rotate the endoscope manually while handling the fulcrum handle of the arm cart assembly. An excessive force issue occurred. An error message stating, "arm cart assembly error. Restart the arm." Appeared. The arm cart assembly had to be restarted in order to be functional again. It took six minutes to complete the calibration and resolve the issue. There was no patient injury.

Event description:
It was reported that during an inguinal hernia procedure, with a patient in the operating room and under anesthesia, the nurse wanted to rotate the endoscope manually while handling the fulcrum handle of the arm cart assembly. An excessive force issue occurred. An error message stating, "arm cart assembly error. Restart the arm." Appeared. The arm cart assembly had to be restarted in order to be functional again. It took six minutes to complete the calibration and resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.